Event description:
Emergency medical technician's responded to a person described as in cardiac arrest. The pt was connected to the device and powered up. According to the rptr, the device constantly alarmed "check electrodes" and would not analyze the pt's rhythm even after changing out electrodes. Paramedics arrived and took over the scene with a backup defibrillator/monitor. The pt was transported to the hosp where he was pronounced.